Event description:
As [art pf am omtermatopm pre-PMA 5 year clinical study that was both retrospective and part-prospective in nature. The clinical report indicates that explant surgery was performed due to band/stomach slippage. The event was reported to inamed after PMA approval for the device, however the evetn occured prior to PMA approval. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting.